Event description:
Information received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The facility declined to make repairs due to the age of the bed. Bed will be scrapped.